Event description:
Event description guidant received information that the patient with this implantable cardioverter defibrillator (ICD) expired during the implant procedure. At the end of the procedure, the device was connected to the leads and threshold, impedance, and sensing were checked. Measurements were appropriate. While closing and before defibrillation threshold (dft) testing, the patient's blood pressure dropped. An echo was performed, showing a perforation. An attempt was made to rescue the patient after the cardiac tamponade, but was not successful. The device and leads were not explanted. ,